Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the adaptor, model 64001, found adapter distal end connector twisted in molded rubber. The #3 connector block had been rotated. The adapter was returned with the setscrew tightened completely into the #3 connector block. Once the setscrew was loosened, an extension could be completely inserted and the setscrew tightened to it. The connector block cannot rotate when an extension is completely inserted into the bore. The weld between the #3 connector block and the crimp sleeve was broken due to the block having been rotated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported during a procedure to replace an implantable neurostimulator (ins), the pocket adaptor was connected to an extension and an attempt was made to tighten it using a torque, but failed and a connector block was rotated. No pressure was given to the product, and the product was initially damaged when it was unpacked. Troubleshooting was noted as continued tightening the reported product could damage the lead, no actions were taken in particular. The product was replaced to address the issue. The issue was noted as resolved.